Event description:
Pt was being transported in a kci barimaxx ii bed with an ets mattress. The mattress was deflated for transport. The pt was noted to have clinical changes in the hallway right outside his room and was taken back into his room and a code was initiated. He was intubated and transferred to critical care. He was later found to have anoxic brain injury and was terminally weaned in 2008. Due to his body habitus, a pulmonary embolism could not be ruled out. It is uncertain if the bed contributed to this event. Dates of use: eleven days in 2008. Diagnosis or reason for use: obesity.